Manufacturer narrative:
The cr confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication. On february 3, 2020 the patient reported that she saw a white area around the needle entry point of her trial stimulator (fr8a-trl-b0) and was concerned it may be infected. Implanting clinician met with the patient and reported no puss/oozing, fever or other signs of infection. Implanting clinician believed the skin irritation was granular tissue, but removed the trial stimulator (fr8a-trl-b0) and prescribed antibiotics in an abundance of caution and upon the patient's request. The patient still has the other stimulator (fr8a-trl-a0) implanted and will finish her trial with the remaining stimulator (fr8a-trl-a0) being removed on (B)(6) 2020 as planned. On april 8, 2020, cr reported that the patient did not proceed with a permanent implant procedure. The cr also stated that no further developments or complication had come up. On august 7, 2020, complaint specialist, reviewed sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of skin irritation is evident for swo191113 and swo190925, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue.

Event description:
Stimwave quality has investigated the details for reported skin irritation, submitted to the stimwave complaint system on february 4, 2020, by clinical representative (cr). The clinical representative first became aware of the issue on february 3, 2020.